Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b3, b4, b5, g3, g6, h1, h2, and h10.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned femoral component found signs of being implanted and a lack of bone ingrowth. X-rays were provided and reviewed by a health care professional. Review found anatomic alignment of the right knee arthroplasty. There is no sign of implant loosening. Bone quality is osteopenic. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: vngd ps tib brg 12x63/67mm, item# 183622, lot# 901270; biomet cc cruciate tray 67mm, item# 141232, lot# j6802299. Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately six and a half months post implantation due to femoral loosening. The original tibial component is still in situ. Attempts to obtain additional information have been made; however, no more information is available at this time.